Event description:
It was reported that during setup, the ventilator was making a ticking noise, would not deliver the proper tidal volume or breath rates, and would not deliver a breath. The ventilator was not connected to a patient when the reported problem occurred.